Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the specimen bag had a hole in it when specimen was being taken out. As a result, the specimen left in abdomen.